Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-03 the representative reported that the (B)(6) refill was the first refill after the pump implant. The pump was successfully refilled. The pump log returned noted a stopped pump period may exceed tube set occurred. No other messages were reported by the customer. A motor stall occurred on (B)(6) 2016 at 12:32 with a tube set on (B)(6) 2016 12:32 and recovery on (B)(6) 2016 at 14:06. Although the motor stall was active upon telemetry, neither the patient nor the health care provider had heard the alarm at any point of time. The patient was doing well and since april 15th no more motor stall appeared. The infusion mode of the pump was reported as ¿na¿ but log showed flex. The baclofen concentration was 2000 mcg/ml at a dose of 257.0 mcg/day. The indication for use was spasticity.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving lioresal, concentration unknown, at a dose of 257 mcg/day via an implantable. The indication for use was not provided. The lot number, concomitant medications, and medical history were not obtainable. It was reported that during normal use on (B)(6) 2016 when refilling for the first time after replacement, telemetry noted a motor stall since (B)(6). By emptying the pump the residual volume was 2ml and 2.7 ml was expected. There was no alarm and no withdrawal symptoms. There was nothing to report regarding any environmental/external/patient factors which might have contributed to the event. No diagnostics or troubleshooting were performed. No interventions or actions were taken. No surgical intervention occurred nor was it planned. It was unknown if the issue was resolved at the time of the report. The pump's status was reported as implanted-remains in-service.

Event description:
On (B)(6) 2016 the representative reported that the patient did not have an MRI on 2016-01-06 and the cause of the within specification volume discrepancy was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.